Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown; if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from fracturing, tilting, and perforation of the filter and resultant symptoms. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long- term complications related to ivc filters. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films or post implant imaging available for review, the reported filter tilt, fracture and perforation could not be confirmed. Additionally, the timing and mechanism of the events is unknown. Given the limited information available for review, a relation between the device and the event could not be determined. At this time, there is nothing to suggest the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from fracturing, tilting, and perforation of the filter and resultant symptoms.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The following additional information received per the medical records indicate that he patient underwent placement of the inferior vena cava (ivc) filter due to expected prolonged immobilization and inability to anticoagulate. The patient has a history of being admitted after a cardiopulmonary arrest and resuscitation. The patient then underwent a prolonged intensive care unit (ICU) course with multi system organ failure, pulmonary failure, renal failure, and liver dysfunction. The patient was also previously on a heparin drip for a presumed pulmonary embolus but developed a spontaneous retroperitoneal bleed which led to another cardiopulmonary arrest and resuscitation. During implantation of the filter via the right common femoral vein, the filter was deployed at approximately l3 level below the left renal vein. There was good placement of the filter. The patient was then transported back to the ICU in critical but stable condition. There were no complications. According to the information received in the patient profile from (ppf), approximately on or about eleven years and six months post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of filter struts outside the ivc, tilting of filter, and the device is unable to be retrieved. However, no known attempts to remove the filter have been made. The patient also reports to suffer from stress and anxiety. Also according to the ppf, the patient reports no ivc filter fracture. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned fracturing, tilting, and perforation of the filter. The patient is reported to have become aware of the events approximately eleven years and six months post implant of the ivc filter. The patient also reports that the device is unable to be retrieved, however, no known attempts to remove the filter have been made. The patient also reports to have experienced stress and anxiety. The initial information received indicated that the filter had fractured, additional information does not indicate a filter fracture. The indication for the filter implant was prolonged immobilization and inability to anti-coagulate. The patient was admitted after a cardiopulmonary arrest and resuscitation and underwent a prolonged intensive care unit (ICU) course with multi system organ failure. The patient had been on a heparin drip for a presumed pulmonary embolus but developed a spontaneous retroperitoneal bleed which led to another cardiopulmonary arrest and resuscitation. The filter was placed via the right common femoral vein and deployed at approximately l3 level below the left renal vein. Filter placement was noted to be good and the patient was then transported back to the ICU in critical but stable condition. There were no complications. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Vessel perforation is a known adverse event associated with implanting vena cava filters, the IFU notes vessel damage such as intimal tears and perforation as procedural and long- term complications related to ivc filters. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films or post implant imaging available for review, the reported filter tilt, fracture and perforation could not be confirmed. Additionally, the timing and mechanism of the events is unknown. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, a relation between the device and the event could not be determined. At this time, there is nothing to suggest the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.